Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed hwbbt . Reportedly, the patient is pediatric using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and screen error alarm icon and firmware errors were observed. The reported event of the receiver displaying hwbbt was confirmed. The root cause was determined to be a defective receiver battery.